Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion was located in a moderately tortuous right coronary artery. A 3.5x28mm taxus express2 drug eluting stent was implanted in the lesion, date unknown. No patient injuries or compilations were reported. An unknown time later, the patient presented with a 90% restenosed lesion in the previously placed stent. Intravascular ultrasound (ivus) was performed after predilation. A 3.0x33mm and a 3.5x28mm non bsc stents were implanted in the lesion. Ivus was performed again and the stents were postdilated. Ivus was performed a third time and upon removal of the ivus catheter, it was noted that the tip detached in the y-adaptor. No patient injuries or compilations occurred. Patient's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.